Manufacturer narrative:
Summary of evaluation: the device has not been returned for evaluation but has been retained by the hosp. Attempts to obtain the device were unsuccessful. A review of the device history record found that no discrepancies were reported during mfg. The info provided suggests that this event would not be associated with the device, but rather would be related with the pt.